Manufacturer narrative:
On may 13th 2016, arjohuntleigh (B)(4) was made aware of the allegation that a floor lift manufactured by (B)(4) had been involved in an incident. The notification was made by letter, transmitted to arjohuntleigh (B)(4) by (B)(4) representing (B)(4). It was indicated that following the inspection of the alleged lift, it was confirmed to have been manufactured by (B)(4). At that time, arjohuntleigh (B)(4) did not recognize this information to be related to an arjohuntleigh (B)(4) device. Additional follow-up was made, which permits to obtain the confirmation from (B)(4) that the device involved was not manufactured by (B)(4). The original equipment manufacturer has been made aware of this adverse event therefore we consider this case closed.

Event description:
On 05/13/2016 arjohuntleigh has been informed of an adverse event concerning hoyer lift model hpl 402, with serial number (B)(4). It was reported that "the two bas emt's were transferring" the resident from the hoyer lift to his chair when he fell.

Manufacturer narrative:
This follow up report has been created to remove the incorrect data provided in previous report. Correction is related to (contact office-manufacturing side)- the data provided in the previous report should be deleted.